Event description:
Customer emailed saalt to explain that she had a physical reaction while using the cup. She expressed that she felt chills and a fever. Customer sought medical attention due to symptoms. Saalt requested additional information about her insertion techniques, how long the cup had been inserted prior to the reaction, and offered a replacement cup. Saalt also provided information about vasovagal syncope, explaining that the symptoms she felt were consistent with vasovagal syncope. The doctor noted that she was likely experiencing vasovagal synocope, as well. Customer responded with the information requested and saalt documented the information in the case file. Saalt sent a replacement cup (smaller size) to the customer.